Manufacturer narrative:
Patient information not available from site at time of this report. RMA issued. Replacement device shipped to site (B)(4) 2012. Medtronic investigation of returned suspect device finds the laser weld was not completed between the suction block and suction tube. The weld only goes around about one half of the tube circumference. Manufacturing defect directly caused event.

Event description:
A medtronic ent representative reported that while in an ent procedure, a suction tube on the 70 degree curved suction disengaged from the handle. The procedure was completed with the use of the fusion navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Additional device evaluation provided in the attached follow-up response to the FDA 45day response.